Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the arterial temperature probe not functioning. No known consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 16, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event/problem). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (added adverse event problem 2199, 4582). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b5 (corrected describe event or problem); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to correction, additional information and device evaluation) ; h3 (device evaluated by manufacturer) ; h6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). The returned sample was visually inspected with no defects noted. The sample was hooked up to a water bath which was set to 37° c, after the water bath reached the set point the temperature on the arterial thermistor was attempted to be taken but the thermistor did not register as present on the digital thermometer screen. The retention sample was tested the same way, and after the water bath it reached the set point temperature on the arterial thermistor, it measured 36.9 ° c. After 30 minutes the temperature was taken again, and it read 37.1 ° c. The evaluation of the returned sample, confirmed to not read appropriately. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The product was changed out.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the arterial temperature probe not functioning. It is unknown whether there was a delay in the procedure, whether the product was changed out, or whether the procedure was completed successfully or if there was blood loss. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
Upon further investigation of the reported event, the following information is new and/or changed: d1 (updated brand name); d2a (updated common device name); d4 (additional device information - added exp date and updated primary unique device identification (UDI) number); d9 (device availability - added date returned to manufacturer); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to correction and additional information) ; h3 (device evaluation anticipated by manufacturer). A fourth follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.)

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d1 (updated brand name); d2a (updated common device name); d4 (additional device information - added exp date and updated primary unique device ;identification (UDI) number); g3 (date received by manufacturer) ; g4 (corrected PMA/510(k) number); g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h4 (device manufacture date); h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). The affected sample was not returned; therefore, a thorough investigation could not be performed. A representative retention sample was obtained and inspected with no anomalies noted. The retention sample was hooked up to a water bath which was set to 37° c. After the water bath reached the 37c set point, the temperature on the arterial thermistor was taken, it measured 36.9 ° c. The temperature was taken again, after 30 minutes, and it read 37.1 ° c. Without a returned sample, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.